Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. Related manufacturer reference number: 2017865-2020-07194, 2017865-2020-07195.

Manufacturer narrative:
Interrogation of the device revealed that the device reached elective replacement indicator (eri) on (B)(6)2018. The device went into backup operation on (B)(6) 2019 due to low battery and exposure to the cold. The device met the projected longevity based on field settings and is considered normal battery depletion. The device was tested on the bench and no anomalies were found.